Event description:
On (B)(6) 2013 the patient contacted animas alleging issues with elevated blood glucose (bg) since (B)(6) 2013. The patient's bg at the time of the call to animas was 470mg/dl with moderate symptoms of thirst, nausea, and polyuria. The patient stated that she had been taking injections since 4am to correct bgs. The patient reported a leak at the cartridge luer lock. During troubleshooting the patient noted no physical damage to the cartridge however she stated there was a piece in the luer lock that is normally not present. The patient stated that she had changed out the infusion set several times but had not changed the tubing or the cartridge. This complaint is being reported due to the allegation that the patient experienced hyperglycemia related to a cartridge leak.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the cartridge was not returned. A retained sample has been pulled and evaluated by product analysis on (B)(4) 2013 with the following findings: the cartridge visual inspection confirmed no damage to the cartridge. The cartridge was successfully filled and a cartridge force test was completed confirming that the force levels were within acceptable limits. No defects were found during investigation.

Manufacturer narrative:
The subject cartridge was received back on 07/30/2013 and investigation performed on 08/29/2013.

Manufacturer narrative:
The subject cartridge was returned for evaluation. The cartridge was investigated and a visual inspection revealed no issues. The cartridge was tested and no leaks were observed. The cartridge was able to be cycled with no issues; however, a force test was performed and the cartridge was found to have low force.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.